Manufacturer narrative:
Updated fields - b4, g3, g6, h2, h11. Corrected fields - h6(type of investigation).

Manufacturer narrative:
The gas loss alarm was resolved by having the user perform an iab fill, re-verify that there was no blood in the helium tubing, and then press start, which successfully cleared the alarm and resumed therapy. The user was also educated on appropriate troubleshooting steps, the nature of the alarm, and potential clinical causes.

Event description:
The user contacted the emergency support program line for assistance with a gas loss alarm. No patient harm was reported.